Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the trocar came with the metal tip loose and bent and removed the trocar before it was fully inserted during vitreoretinal surgery. The surgery was completed on the same day by replacing another trocar. There was patient contact but no impact to the patient.